Manufacturer narrative:
The local area sales representative was contacted for additional information. The available information suggests this lead remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited increased pacing threshold measurements. There was a concern the lead had micro-dislodged. No adverse patient effects were reported.